Event description:
Related manufacturer's report # 2916596-2021-05704.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Additionally, the report of the pump stopping due to the depleted backup battery could not be confirmed as no log files were provided for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jun2018. *section 1 provides an explanation of all pump parameters. *section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. *section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. *section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. *section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. *section 4 - explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. *section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, document 10002833, rev. B, was also available at the time of implant. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age at the time of the event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. It was reported that the log file contained a lot of pulsatility index (pi) events on (B)(6) 2021 followed by a loss of power at approximately 2:30 am at which time the backup battery ran the pump until approximately 4:30 am then shut off. The patient was found by family member at approximately 11:00 am at which time patient was transported to the hospital. The patient was pronounced deceased at the hospital. No autopsy was performed and the device was not explanted. The device would not be returned for evaluation. It was unknown if the death was considered device related. The device operated as expected.